Event description:
It was reported that 3 pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported, when priming, no insulin flows. Stated, he primes before injections but then stated, he did not prime before injection. Stated, he purchased 4 boxes for a 90 day supply but only had issue with 1 box. Stated, more than 3 pen needles affected. Stated, he could not read the ndc/catalog number because it was too small. Lot: 0189494. Catalog: 2nd gen. Date of event: unknown. Consumer kept referring to me as a "man" even when he was corrected. Consumer stated, "what am I", I corrected him with his language and provided my first name but not my last. Consumer stated, he was a columnist and was going to mention bd does not replace product. I explained, I will replace one box but not 4.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-04-19. Investigation summary: customer returned a total of nine pen needles, two of which have their tear drop labels intact indicating that they are 4mm, 32 gauge pen needles from lot: 0189494. The remainder have been opened and do not feature their inner shields. All of the pen needles were visually inspected prior to testing for needle clogs. Two of the returned pen needles have had their cannulas bent at the proximal end of the hub¿s needle cannula, while another has had its cannulas broken on the non-patient side at the proximal end of hub¿s needle cannula. This would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needles for use, potentially if the pen was not properly aligned with the cannula. The remaining six pen needles featured no damage of any kind. This group included the unopened pen needles and four other pen needles. The pen needles were attached to a test pen and saline was pushed through the system. The saline exited the pen needles without issue. These pen needles were undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd¿s investigation found that three of the nine returned pen needles had either bent or fractured, which could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending or breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported, when priming, no insulin flows. Stated, he primes before injections but then stated, he did not prime before injection. Stated, he purchased 4 boxes for a 90 day supply but only had issue with 1 box. Stated, more than 3 pen needles affected. Stated, he could not read the ndc/catalog number because it was too small. Lot: 0189494, catalog: 2nd gen, date of event: unknown. Consumer kept referring to me as a "man" even when he was corrected. Consumer stated, "what am I", I corrected him with his language and provided my first name but not my last. Consumer stated, he was a columnist and was going to mention bd does not replace product. I explained, I will replace one box but not 4.